Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 2. The programmed fill volume was 2700ml and the ultrafiltration was 2847ml. This volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the return instrument test / evaluation (rite) electrical test but failed rite functional test for check heater bag temperature and a system error 2044 (positive p tank low). The product analysis lab (pal) evaluated the device but was not able to pressurize the pneumatic system. Temperature verification and accuracy testing was unable to be performed due to the melted j1 connector on the accomp board. There were no issues found during a review of the device's service history record that would have contributed to the issue of an increased intra-peritoneal volume (iipv). The root cause of the iipv was undetermined due to the event and alarm log being over written. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).